Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and found sensor cannula bent inside the sensor base. No broken or missing parts were observed during analysis. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Unable to confirm the needle anomaly due to the customer not returning the needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor cannula break. The customer stated they were attempting to insert the sensor to their body when the issue occurred. Customer stated the site bled as a result of the needle break. Customer's blood glucose was unknown at the time of incident. Customer also noted the sensor cannula was shorter than normal. The customer was unsure if the sensor cannula was inside their body. The customer agreed to return the product for analysis.